Event description:
It was reported that the device was used during a colon resection procedure. It was reported by the rep that the surgeon fired the stapler fine, out of original package. Upon subsequent firings, the stapler locked out. Instead of reloading the stapler with a new cartridge, a new stapler was opened to complete the case. There was no pt consequence.